Manufacturer narrative:
(B)(4) abscess occurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is rec'd any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent an arthroplasty procedure on (B)(6) 2011 and suture was used. The pt developed an abscess. Additional information was requested.